Event description:
It was reported that the patient experienced leg weakness. The physician did not believe this to be related to the device. The device was removed and the issue persisted. The patient remains under medical supervision at a rehabilitation hospital.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.